Event description:
It was reported to philips that the pins on the battery pca were damaged. The device was not in use on a patient.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated result code as damaged pin is a fatigue issue.

Event description:
It was reported to philips that the pins on the battery pca were damaged. The device was not in use on a patient. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pins 1 and 2 on the j1 connector were damaged. All remaining spring-loaded pogo-pins on connectors j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective.